Event description:
Customer stated her tooth brush was charging and it exploded. No lot number was given. She was using the equate rechargeable infinity toothbrush with the easy flex brush head. The toothbrush popped, the whole outlet is black, it would have started a fire if the outlet hadn't had a protector. She's had the toothbrush for maybe months, she's not sure how long it was charging, maybe overnight.